Event description:
Since having essure implanted, I have had lower pelvic and lower back pain , shooting pain on my lower left side along with heavy irregular periods (sometimes 2 to 3 in a month), pain during and after sex which have progressively gotten worse over the last year and a half. I have also had hair loss, major fatigue, cramping that feels like full on labor pains, weight gain progressively since having essure. I weighed (B)(6) when I got essure, I now weigh (B)(6). I have had a pelvic ultrasound and then an exploratory laparoscopy/hysteroscopy plus d and c. The results came back stating my right coil could be embedded in my uterus and I have abnormal cell growth in the lining of my uterus. My doctor then recommended I have a hysterectomy which I'm scheduled for (B)(6) 2013. I have to pay over (B)(6) before the hysterectomy can be performed. I had none of these issues before essure and having this done has caused me so much pain and suffering.